Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance (pm), it was observed that the device was getting an error code for ¿motor speaker failure¿, which was also confirmed in the event log. It was reported there was no patient involvement at the time the issue was discovered. The asp replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.